Event description:
Bilateral pt - litigation papers allege in or around approx 2008, pt began experiencing symptoms including, but not limited to pain, loss of mobility and loss of enjoyment of life. On or around (B)(6) 2011, pt is scheduled to undergo revision surgery for her left hip. Approx three to six months after revision of her left hip, pt will be scheduled to undergo revision surgery for her right hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Bilateral patient - litigation papers allege in or around approximately 2008, patient began experiencing symptoms including, but not limited to pain, loss of mobility and loss of enjoyment of life. On or around (B)(6) 2011, patient is scheduled to undergo revision surgery for her left hip. Approximately three to six months after revision of her left hip, patient will be scheduled to undergo revision surgery for her right hip. Update: (B)(6) 2011 - medical records were received. Product codes for the left hip were identified. The left hip was revised due to pain. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - the sales rep has reported the revision surgery for the right side. Patient was revised due to pain and high metal ions.